Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (response buttons on the monitor were not blinking red and that the system is making a loud whining noise) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted form the defective monitor. The pt was provided with a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that the response buttons on the monitor were not blinking red and that the system is making a loud whining noise. The pt was provided with a replacement monitor.